Event description:
The customer reported the heartstart cl+ defibrillator always alarms. There was no9 reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.